Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Functional display test passed. During the internal inspection a burning smell was encountered. An internal inspection of the cycler found evidence of an internal short present on the j2 inverter board connector. Visual evidence of dried fluid was found under the pump assembly on the bottom over. The cause of the observed dried fluid could not be determined. There were no other discrepancies during the internal inspection of the returned cycler. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the j2 inverter board connector. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a burning smell during dwell 1 of 4 of treatment on the liberty cycler. The fresenius technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. It was reported than an alternate treatment plan is available. Multiple attempts were made to acquire additional information, however, to date a response has not been received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the j2 inverter board connector was identified.